Manufacturer narrative:
Product event summary: an x-ray image and the 4fc12 sheath with lot number 0012130234 were returned and analyzed. The x-ray image showed a catheter inside the patient, but could not confirm the steerability issue. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 1 inches from the tip. Functional testing was performed and while removing the dilator from the sheath, the cap of the valve hub was detached. The hemostasis valve was detached from the hub. The relevant sub-assembly inspection and tests were performed and a broken hemostasis valve was observed. In conclusion, the sheath failed the returned product inspection due to the shaft kink and broken hemostatic valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the sheath got more pliable and unresponsive resulting in the sheath not being able to straighten completely. The curve in the sheath prevented proper support to the balloon catheter and lead to ineffective cryotherapies. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.